Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead exhibited loss of capture and high pacing lead impedance during a follow-up in clinic. The patient will be scheduled for a lead replacement procedure. No further information is available.